Event description:
The customer stated that the ag-920pa multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) intermittently recognizes the anesthetic gases. MFR ref# 8030229-2015-00084.